Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint, and completed the device evaluation. Visual inspection identified damaged conductor wire insulation. No material was missing on the area of the damage. The known common cause of this failure is attributed to instrument mishandling, and misuse such as collision with another instrument, or a hard object. The instrument was subjected to electrical continuity, and passed testing. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review, no additional technical analysis was conducted. System log investigation: a review of the instrument log for the fenestrated bipolar forceps instrument lot# n10200317 / sequence 0135 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2020 on system sk3171. The alleged event occurred on the 7th use of the instrument. The instrument had 3 remaining usable lives with no subsequent use recorded. This complaint is being reported as a reportable malfunction event due to the following conclusion: the fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system, and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). It was reported that during a da vinci-assisted total benign hysterectomy procedure, the customer observed that the insulation of the conductor wire of the fenestrated bipolar forceps instrument was slightly torn, and a wire was exposed. Additionally, a frayed cable was also identified. The instrument was replaced with the backup. The user completed the procedure with no other issue reported. No known impact, or patient consequence was reported. No issue related to unintended energy discharge, or arcing on the last recorded instrument usage was reported. Evaluation by failure analysis confirmed the customer reported issue. Visual inspection identified damaged conductor wire insulation. The instrument was subjected to electrical continuity and passed testing. The customer reported complaint does not itself constitute an MDR reportable event, however, this complaint is being reported because damage to the conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. Although there was no patient injury reported, if this failure were to recur, it could result in an adverse event. This instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 3 remaining usable lives, therefore, had not expired. The product is not implantable.

Event description:
During a da vinci-assisted total benign hysterectomy procedure, the customer observed that the insulation of the conductor wire of the fenestrated bipolar forceps instrument was slightly torn, and a wire was exposed. Additionally, a frayed cable was also identified. The instrument was replaced with a backup. The user completed the procedure with no other issue reported. This issue was reported after completing the procedure. No issue related to unintended energy discharge or arcing on the last recorded instrument usage was reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site, and obtained the following additional information regarding the reported event: the instrument and accessories were inspected prior to use. No unintended energy discharge, or arcing were observed during the procedure. An occurrence of an instrument collision may have happened during the procedure.